Event description:
It was reported that at a routine check, it was found that both the right atrial (ra) lead and right ventricular (rv) lead thresholds had risen. It was noted that the other measurements had no changes and the leads would continue to be monitored. At another check a few weeks later, it was found there was still a high output. It was elected to cap and replace the rv lead. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr01 implantable pulse generator (B)(6) 2013; 5554-53 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed there was rising threshold on the atrial lead. Acm (atrial capture management) trend shows threshold increasing the weeks post-implant until it plateaued.